Event description:
The information provided to sjm indicated 6f angio-seal vip was deployed in the right femoral artery without incident. The pt was transferred to the recovery room but pedal pulses were weak and later disappeared. The pt was transferred to another hospital for surgical intervention to remove the anchor which was reported to have embolized distally in the common femoral artery. The pt was recovering following the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.